Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21274333.

Event description:
It was reported that patient underwent an explant procedure due to infection in the lead site. No device malfunction was suspected. All explanted device components will not be returned. No further information has been obtained despite good faith efforts.